Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As it was informed that the guide wire was twisted when crossing the heavily calcified cto, it was presumed that the rotating stress generated with wire manipulation was locally accumulated on the guide wire likely when the wire tip was being caught by the lesion. The accumulated stress would exceed the product's design limit, and therefore, make the core wire fracture. Further applied tensile stress generated with removal eventually made the damaged wire separate into two parts. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Malfunction and adverse effects: separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion blue guide wire broke off during a percutaneous coronary intervention (pci) to treat heavily calcified chronic total occlusion (cto) in the right coronary artery (rca). When attempting to cross the lesion with this guide wire, the wire was found twisted. The physician was trying to pulling the guide wire back to release the twisted wire when its tip became separated. The separated tip was retrieved by snaring. The procedure was completed successfully with another guide wire. There were no impact to the patient and no clinically significant delay in the procedure. The patient was discharged normally without extending the hospitalization period.